Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a pt had a leak in her cycler set near the pin. The pt was checked in clinic and had clear effluent and no signs of infection. She was treated with prophylactic antibiotics ancef and ceftazidime. The nurse has the set and is returning it for eval. No adverse event reported at this time.